Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: please confirm if the device jaws formed an 'x' shape? Or did the clip itself form an 'x' shape? Did the device jaws cut the cystic duct? Or did a clip that was scissored cut the cystic duct? Was there any patient consequence as a result? What is the current patient status?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a new device was opened. While ligating the cystic duct, the device formed an 'x' shape, which led to injury of the cystic duct. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the clip formed an 'x'shape over the cystic duct. The clip cut the duct and caused arterial bleeding. The patient was fully recovered after discharge.